Manufacturer narrative:
There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced an exposed needle. The following information was provided by the initial reporter. The customer stated: who collected the sample (phlebotomist, nurse, etc.)? Phlebotomist it was reported by the customer that the needle that is supposed to be attached to the vacutainer was exposed thus potentially causing a needle stick injury however no needle stuck injury reported.

Manufacturer narrative:
This complaint was deemed to be a duplicate of manufacturing report #1024879-2022-00282 and being canceled at this time.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced an exposed needle. The following information was provided by the initial reporter. The customer stated: who collected the sample (phlebotomist, nurse, etc.)? Phlebotomist it was reported by the customer that the needle that is supposed to be attached to the vacutainer was exposed thus potentially causing a needle stick injury however no needle stuck injury reported.